Manufacturer narrative:
The device was received for evaluation. During visual inspection the alternating current (ac) power cord was found burnt and melted. No burn damage was found on the rear case of the pump and the internal components were undamaged. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an external influence. The ac power cord requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a secondary medication line was hung above the electrical receptacle and clamped off. Despite being clamped off, it seems the line leaked fluid onto a recently replaced (nearly new) power adapter of a spectrum pump. The liquid caused arcing and sparks to occur and ultimately a fire caused the power adapter to melt. The event occurred in the intensive care unit (ICU). There was a patient in the room at the time of the incident; however, the patient was able to be removed from the room without any patient harm occurring. No additional information is available.